Event description:
Caller reported receiving a reading of "hi" when testing their patient before going to bed. The family member gave them some insulin based on this reading and in the middle of the night, the patient had a seizure due to low blood glucose levels. The family member treated the patient with sugar intake.